Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient initially implanted on (B)(6) 2016 with a bifurcated, suprarenal aortic extension and a limb aortic extension. A secondary intervention was completed to seal a type 1a endoleak. The physician elected to implant a suprarenal aortic extension and a competitor device to resolve the endoleak. The patient is in stable condition.